Event description:
It was reported to philips that the system's x-ray computer was unable to boot, preventing the system from booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device 722281 is not sold in the USA. However, a similar device 722228 is marketed in the USA under 510(k): k200917.